Event description:
It was reported that the patient's wife stated that his husband has an artificial urinary sphincter (aus) which is his second one. It first was replaced about 5 years ago. The device still seems to allow a continually drip of urine to escape, almost all of the time. He drinks appropriately 1,700 ml of water a day and he still gets dehydrated. Patient's wife wonders if there is any data showing that with this device there are any side affects with this issue. She also stated that his husband is on a lot of medicines and one of them could possibly be the culprit but she is looking at all possibilities.